Event description:
It was reported that the patient experienced problems with this inflatable penile prosthesis (ipp), as it was not inflating properly. A surgery to replace the device will be performed. There were no patient complications.